Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced right sided rupture and several unexplained systemic symptoms post procedure. Sciatic nerve issues, nausea, fainting, bruises, mental health problems, fatigue, insomnia, leg pain, depression, and attempted suicide were noted. The right breast was described as deformed. As a result, explant was performed on (B)(6) 2021. See 1645337-2021-08651 for contralateral prosthesis report.